Manufacturer narrative:
Investigation: a review of the device history record was completed for this batch. All inspections were in compliance with requirements. Bdj received an actual sample and confirmed that the tip of np-needle pierced the side of rubber sleeve before use. Only photos were received from bdj for evaluation. Upon review of the photos supplied by bdj, the tip of the np-needle is piercing the rubber sleeve. Bdj was able to confirm the customers¿ indicated failure mode with the samples received. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported with the use of the bd vacutainer® multiple sample luer adapter there was an issue with needle out of the sleeve. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd vacutainer® multiple sample luer adapter there was an issue with needle out of the sleeve. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture:yes.